Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the insulin pump had motor error and keypad unresponsive. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the act button was sometimes sticky and unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test.